Event description:
It was reported that the patient with unknown symptoms presented with supraventricular tachycardia. Upon interrogation, it was noted that the implantable cardiac defibrillator was in backup mode. It was alleged that the device did not deliver therapy. Device download was attempted twice but was unsuccessful. The device was explanted and replaced. The patient was stable prior, during and post procedure.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to corrupt image of the device. The device was tested on the bench and the device's hvli was found to be low, the cause of which was due to a damaged transistor. The damaged transistor is consistent with therapy delivery into a low impedance load. The cause of the bvvi could not be conclusively determined due to the corrupt image. Correction - should have been filled out in the initial report.